Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to power spikes and low flows. The patient experienced unspecified symptoms. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis. Requests for the return of the pump were made, however the pump was not returned. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that log files from the event were not available.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: echo show tricuspid regurg is now severe and the interventricular septum bows toward the inflow cannula in multiple views. Inflow velocities remain very low. Ldh trending upward. Patient outcome: exchanged. Device malfunction causative factor: prothrombotic states. Device malfunction causative factor: end of component expected life.

Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.